Event description:
It was reported that the patient experienced scrotal pain near the pump leading to the removal of an artificial urinary sphincter (aus) about a year ago. A reimplant procedure was performed. The patient did not experience additional adverse events. The device worked well following the reimplant.